Event description:
Reporter indicated that vns patient experienced an increase in seizure activity approximately three months post-implant. The patient had reportedly been under stressful situations and stated that things were getting better. Two and one-half months later, the patient still reported more seizures since vns implant. Twenty months later, the patient reported confusion and memory problems that were believed to be related to the vns therapy. The patient continues to have seizures "quite frequently" and treating neurologist does not know whether it is an increase above pre-vns baseline frequnency because this has been a continuous problem during their therapy. The patient also complained of "shocks" to their head, blurred vision and muscle contractions to their right leg. The patient's device was programmed to off pending an MRI to rule out other medical possiblities. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine that cause of the reported events.